Manufacturer narrative:
Product analysis: the complaint was confirmed. However, performing calibration resolved the issue. The storage bay door was found to be damaged, and was replaced. The device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's calibration was disturbed. The programmer was returned for service. There was no patient involvement.